Event description:
Patient in for new device due to reaching eri. Externalized conductors were noted via fluoroscopy. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.